Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) was over 400 mg/dl and insulin injections were used to address the bg level. As the occlusion alarms had occurred in the past and the customer had changed the supplies to the pump, a system check to determine a possible cause of the occlusions was unable to be determined.